Manufacturer narrative:
A1 patient identifier complete information: sample 5, sample 6, sample 7, sample 8, sample 14, sample 25, sample 27. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7c18 that has a similar product distributed in the us, list number 1l82. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive architect anti-hbs results generated on the architect i2000sr processing module for multiple samples. The following results were provided: (customer provided reference interval <10 mmiu/ml). Sample 5: results = 27.78 miu/ml, repeat result = 0 miu/ml. Sample 6: results = 32.44 miu/ml, repeat result with new reagent from same lot =1.61 miu/ml. Sample 7: results = 44.11 miu/ml, repeat result with new reagent from same lot = 13.65 miu/ml. Sample 8: results = 30.66 miu/ml, repeat result with new reagent from same lot = 1.46 miu/ml. Sample 14: results = 31.72 miu/ml, repeat result with new reagent from same lot = 1.17 miu/ml. Sample 25: results = 29.18 miu/ml, repeat result with new reagent from same lot = 0 miu/ml. Sample 27: results = 16.01 miu/ml, repeat result with new reagent from same lot = 0.99 miu/ml. The samples were also positive for hbsag (no specific data was provided); however, the customer is not questioning the hbsag results as being incorrect. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely reactive architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer confirm the complaint issue. Ticket search by lot indicated the reagent lot is performing as expected for this product. Trending review did not identify any trends for the issue under review. Device history record review for lot 56247fn01 did not identify any non-conformances or deviations with the lot number and complaint issue. The overall performance of architect anti-hbs reagents in the field was reviewed using data gathered from customers worldwide. The patient median result for the lot is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency of the architect anti-hbs assay for lot number 56247fn01 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive architect anti-hbs results generated on the architect i2000sr processing module for multiple samples. The following results were provided: (customer provided reference interval <10 mmiu/ml). Sample 5: results = 27.78 miu/ml, repeat result = 0 miu/ml. Sample 6: results = 32.44 miu/ml, repeat result with new reagent from same lot =1.61 miu/ml. Sample 7: results = 44.11 miu/ml, repeat result with new reagent from same lot = 13.65 miu/ml. Sample 8: results = 30.66 miu/ml, repeat result with new reagent from same lot = 1.46 miu/ml. Sample 14: results = 31.72 miu/ml, repeat result with new reagent from same lot = 1.17 miu/ml. Sample 25: results = 29.18 miu/ml, repeat result with new reagent from same lot = 0 miu/ml. Sample 27: results = 16.01 miu/ml, repeat result with new reagent from same lot = 0.99 miu/ml. The samples were also positive for hbsag (no specific data was provided); however, the customer is not questioning the hbsag results as being incorrect. No impact to patient management was reported.